Event description:
Event: unresolved type I endoleak. Case details: it was reported that an angiogram revealed a type I endoleak at the superior attachment system that was unable to be resolved with ballooning. The pt will be monitored by the physician.